Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that therapy was started early in the morning and patient temperature was not equal to the target temperature in the arctic sun device. Nurse stated that the target temperature was 33c, patient temperature was 35c, water temperature was 27.4c, flow rate was 3.1 l/min, pump hours were 2099 and system hours were 2322. Nurse stated that the pads were placed appropriately on patient and the nurse had reset the device. Nurse checked the event log and noted an alert 113 (reduced water temperature control). Nurse stated secondary oral temperature source correlates with bladder temperature and probe reading. Nurse stated that the chiller temperature was 4.2c and mixing pump command was 100 percent. Mss explained to nurse that it was a possibility of pump failure and more diagnostics were needed. Nurse would take the device out of service since the nurse had another cooling device in place by the end of the call. Per follow up information received via phone on 12aug2021, biomed stated that the arctic sun device was failing calibration at step 20 and biomed was still working on it. Biomed stated was going to call troubleshooting to determine next step and also stated that the therapy was not able to be completed with the arctic sun device and there was no other arctic sun device available for therapy. Biomed stated no patient identifiers available and another thermoregulating device was used. Per follow up information received via phone on 13aug2021, biomed stated that had ordered a new mixing pump and would repair on site.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported.

Event description:
It was reported that therapy was started early in the morning and patient temperature was not equal to the target temperature in the arctic sun device. Nurse stated that the target temperature was 33c, patient temperature was 35c, water temperature was 27.4c, flow rate was 3.1 l/min, pump hours were 2099 and system hours were 2322. Nurse stated that the pads were placed appropriately on patient and the nurse had reset the device. Nurse checked the event log and noted an alert 113 (reduced water temperature control). Nurse stated secondary oral temperature source correlates with bladder temperature and probe reading. Nurse stated that the chiller temperature was 4.2c and mixing pump command was 100 percent. Mss explained to nurse that it was a possibility of pump failure and more diagnostics were needed. Nurse would take the device out of service since the nurse had another cooling device in place by the end of the call.per follow up information received via phone on 12aug2021, biomed stated that the arctic sun device was failing calibration at step 20 and biomed was still working on it. Biomed stated was going to call troubleshooting to determine next step and also stated that the therapy was not able to be completed with the arctic sun device and there was no other arctic sun device available for therapy. Biomed stated no patient identifiers available and another thermoregulating device was used.per follow up information received via phone on 13aug2021, biomed stated that had ordered a new mixing pump and would repair on site.per additional follow up information received on 15sep2021, biomed stated therapy was discontinued on the patient and the device was sent to biomed. And biomed installed a mixing pump on site and put the device back in service. They used a non arctic sun device on the patient afterwards.